Event description:
The patient's original spinal surgery was in 2010. On (B)(6) 2012, the patient [(B)(6)] underwent a subsequent spinal surgery with hardware implanted at level l3-l5. On (B)(6) 2015, the patient [(B)(6)] underwent revision surgery, which included hardware removal, extension of fusion to l1-2 and screw replacement at l1-l5. It was discovered during the revision surgery performed on (B)(6) 2015 that three screws had broken at level l3-l5. The surgeon [(B)(6)] used a competitor's system for the revision surgery. The surgery was completed with no complications.

Manufacturer narrative:
(B)(4): device retained by hospital attorney.